Manufacturer narrative:
It was reported that the tubing cracked and a small piece of the connecting hub broke off of the set. Received one used primary set model: 2420-0007 lot: unknown. Also received two curos caps that were attached to the smartsites¿ injection ports. The set was visually inspected for cracks, misassemblies, or damages to the components. Visual inspection found a small section of the male luer's spin collar (p/n: pf0441) of the primary set was broken off at the spin collar¿s threads. The break site¿s surface was jagged and uneven. Residual clear fluid was also observed throughout the set. No tubing damages or other anomalies were observed. Functional testing was not deemed necessary due to the breakage and the disconnections that would occur. Equipment used for inspection on 18aug2020: optical ram-cnc, eq08204, calibration due date: 05feb2021. The root cause of the breakage could not be definitively determined. A device history record could not be performed due to no lot number was provided by the customer.

Event description:
It was reported that as lvp 20d 2ss cv tubing cracked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported the tubing cracked and a small piece of the connecting hub broke off of the alaris pump infusion set. Nurse went to reconnect IV tubing (tubing had been in use for last couple days) to piv and with only gentle tightening cracked and small piece of the connecting hub broke off. Patient was not harmed by incident and new IV tubing was primed and hung in its place.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing cracked. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: unknown. It was reported the tubing cracked and a small piece of the connecting hub broke off of the alaris pump infusion set. Nurse went to reconnect IV tubing (tubing had been in use for last couple days) to piv and with only gentle tightening cracked and small piece of the connecting hub broke off. Patient was not harmed by incident and new IV tubing was primed and hung in its place.